Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info available at the time of the report. The following was reported to datascope on 1/15/98: the iab was inserted into the pt on 12/5/97 and removed on 12/8/97 after 38 hrs of iabp. [Event complications]: unk-reported 12/8/97; none-reported 1/15/98. [Pt's current status]: unk-rpt'd 12/8/97.